Event description:
A doctor reported that a patient experienced postoperative hypotony on day one, day two and day seven following a glaucoma filtration device implantation procedure. Two days following the implant procedure, the surgeon noted the shunt was into the iris. An additional procedure to relocate the shunt was performed two weeks later. A serous choroidal detachment and shallow anterior chamber was also noted during the first week postoperatively following the initial implant procedure. The doctor reported the patient was improving. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned and no lot number of serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).